Manufacturer narrative:
Correction b5: additional information received reports that the patient's ipg was elective to prevent interruption of therapy. Therefore, this is no longer reportable.

Event description:
Additional information received reports that the patient's ipg was elective to prevent interruption of therapy. Therefore, this is no longer reportable.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.